Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the fenestrated bipolar forceps instrument was used for a surgical task and was observed to have broken wires. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The conductor wire was found with the insulation retracted. The wire appeared to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.